Manufacturer narrative:
The reported event of a no external power alarm when connected to a mobile power unit (mpu) was confirmed based on the information recorded in the system controller log file retrieved from the returned system controller. A log file provided by the customer was reviewed. The pump support was not affected and the system was supported by the backup battery during the event. A specific root cause for the no external power alarm was not able to be determined. The mobile power unit was not returned for evaluation and remained in use. According to the additional information, a v-lock power cable was provided and no further issues noted. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of the device - 1 year, 10 months. (Calculated from the date when the mobile power unit was issued to the patient. The patient remains on going and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Po 11/30/2017. The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient received a no external power alarm while connected to a mobile power unit (mpu) on (B)(6) 2017. The alarms were resolved when the lvad system was disconnected from the mpu. The patient was asymptomatic. The manufacturer's technical services representative reviewed the submitted log files from 20jun2017 to 26oct2017, and reported that the observed no external power alarms that occurred while the patient was attached to the mpu. There were no other unusual events present within the log files. Information was provided by the vad coordinator on 31oct2017 which indicated that the patient did not notice if the cord came loose. Since returning home, the mpu works well. No equipment was exchanged. The lvad clinician will be obtaining the v-lock power cable for the mpu.